Event description:
Doctor says that the secur-fit advance broach number 6 was bigger than the implant number 6 that we implanted. We had to open up accolade sets to broach and implanted an accolade stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection of the returned stem noted some damage to the ha coating most likely caused in the implantation/explantation process. Some water marks on the uncoated surfaces that were noted most likely due to the decontamination process. The rest of the device was unremarkable. Device marking confirmed the returned device. Dimensional inspection: dimensional inspection was performed on three dimensions ((B)(4)). The tree dimensions the stem offset, distal stem length and the proximal stem length were measure and found to be within specification. Profiles were not re-inspected as the ha coating was compromised as the device was implanted and then removed from the patient therefore compromising dimensions. Functional inspection: not performed as the dimensional inspection confirmed the sizing of the device. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor says that the secur-fit advance broach number 6 was bigger than the implant number 6 that we implanted. We had to open up accolade sets to broach and implanted an accolade stem.